Event description:
It was reported by the customer that bd pyxis¿ medstation¿ es global find was inoperable. The customer reported that a trend of ordered medications that were loaded in pyxis but not accessible to nursing staff when the medication was truly in stock. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
This MDR is being submitted as part of a retrospective review of records dating (B)(6) 2022- (B)(6), 2024, under CAPA 10308384. The late submission of this report is justified by the thorough and detailed nature of the retrospective review process. This process was essential to accurately capture all relevant data and ensure the integrity of our reporting. We have included the CAPA reference for the retrospective review in the additional manufacturer narrative section of the FDA form 3500a, as recommended. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture,07-may-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that global find was inoperable, and they could not be able to fix it. A technical support specialist had found the orders should had been showing at station itp and confirmed global find was working properly as it properly identified that the meds were loaded in the device and wasn't able to identify why the orders wouldn't have been showing. The system functioned as intended after troubleshot by the technical support specialist.